Event description:
It was reported that during a colon resection procedure, the device cut and there were no staples in the green cartridge of the device. The surgeon hand sewed the cut line. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.